Event description:
The following was reported to hamilton medical ag: summary: battery communication error. Automatically shut down, fan failure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.